Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a pseudoaneurysm occurred. On (B)(6), an endovascular therapy (evt) was performed. The 6 french angio-seal was used for hemostasis, and hemostasis was confirmed to be achieved in the catheter room. The next day, the patient was released from bed rest after 24 hours had passed and was discharged after an ultrasound confirmed no problems. In the early morning on (B)(6), the patient felt pain and was urgently taken to the hospital. A pseudoaneurysm was noted at the hemostatic site. Although no bleeding was observed after hemostasis on the day of evt and the patient was discharged the next day after the ultrasound confirmed no problems, a pseudoaneurysm was noted two days after hemostasis was achieved. Manual compression was additionally applied to achieve hemostasis. The patient recovered. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The vessel's diameter was unknown. Physician's comments: the patient was not compliant. The patient attempted to escape from the hospital in the past. There was a probability that the patient may have been out of control at home that day as well. The physician requested information on whether or not the patient could have a pseudoaneurysm two days after hemostasis, what the possible mechanism might be, and how many hours after hemostasis such symptoms appeared in the cases where pseudoaneurysms were reported. The blood loss was less than 250cc's. No equipment or other devices were used with the angio-seal. Additional information was received on 30oct2024: the patient had a history of peripheral vascular disease. The puncture site was right femoral artery. The patient was hospitalized due to the event. An ultrasound was used with compression to treat the pseudoaneurysm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a potential pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been patient activity or noncompliance resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).